Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. ¿ the photo investigation revealed that expressew iii w/o hook had the actuator out of the pin actuator to jaw assembly. The jaw was completely closed. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would contribute to the complained device issue. ¿ based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopy surgical procedure, it was discovered that when the handle on the expressew iii w/o hook device was pulled to release the needle, a "click" sound was heard, and the jaw ¿mouth¿ failed to open again. During in-house engineering evaluation, it was determined that device fell apart. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.